Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the rn was assessing the IV tubing when the tubing separated in her hands at the bottom of the first smartsite and leaked tpn fluid. There was no report patient harm.

Manufacturer narrative:
Concomitant medical products: the suspect set was not received as previously reported. A new unused sample was received and no issues were noted during inspection and testing. The root cause of the reported event was not identified.